Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3550-29, lot# n334038, implanted: (B)(6) 2014, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. There was an appointment date noted for (B)(6) 2015.

Event description:
The patient reported pain all the way across the lower back as well as down the legs to the bend of the knee; she never had this before having the spinal cord stimulation (scs) implanted. When lying in bed, patient goes to scoot up by bending her legs and pushing with her feet, that especially causes her back to hurt. The patient has been trying to reach a company representative. The patient has noticed that without her making changes to her setting, the group will change from group a to b unexpectedly. This occurred in (B)(6) 2015. The adaptive stimulation is not currently active. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.